Manufacturer narrative:
The impella lp2.5 pump was not returned for evaluation, as it was discarded subsequent to use. In addition, the aic data logs have not been returned. The manufacturer will continue to investigate all reasonably obtainable sources of information and will provide results and updated conclusions in a supplemental report if additional information and/or the aic data logs have been received. (B)(4).

Event description:
The complainant reported that the pt (age and gender unknown) presented with a myocardial infarction with a dissecting left anterior descending artery. On (B)(6) 2013, at presbyterian hospital of plano an impella lp2.5 pump was placed in the pt, along with 3 stents. After the impella was placed, the physician reported that the pt's st segment got a lot better. The physician was then able to place two additional stents in the pt. The doctor was able to stop the spiral dissection and stabilize the pt. The pt's hemodynamics were reported as stable. The pt was then transported to the complainant's hospital, the heart hospital baylor-plano. Approximately 22 hours after implant the pt was reported as doing very well, and was being weaned from the impella in preparation to explant the following day. The pt was off all pressors, and exhibited a blood pressure of 127/85. The physician and staff were reported to be pleased with the impella support provided to the pt. After 44 hours of successful impella support the device was explanted from the pt. After device removal an echo was performed, which revealed an abnormality with the pt's mitral valve. The surgeon reported that the papillary muscle looked good and that there was a torn cordae. A robotic mitral repair was performed. The pt is reported to be doing well, and the staff feel that impella support saved the pt life. The surgeon speculated that the initial implant (done at another hospital) was placed into the mitral apparatus, causing the torn cordae.